Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl) on (B)(6) 2016 after reportedly not administering a bolus for extra food consumed at dinner. Customer administered a correction bolus to address elevated bg level, and subsequently, experienced a low bg level during the early morning of (B)(6) 2016. Reportedly, customer never checked bg level and stated they "just felt low", and believed that correction factor for the bolus the previous night may not have been correct. Customer ate candy to treat low bg level. Recommendation was made to consult with health care provider to discuss settings adjustments and diabetes management.